Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patient example was not displaying at 2 facilities (mrn) change through an a08 resulted in duplicate visits being admitted in es. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ es server, patient example was not displaying at 2 facilities (mrn) change through an a08 resulted in duplicate visits being admitted in es. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.